Manufacturer narrative:
This report is for unknown quantity of unknown screw. Part#, lot# and UDI # is not available. Date of initial implant procedure is unknown. On (B)(6) 2014, screws were pulled out of the patient but it is unknown how many of screws pulled out urs system. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for unknown quantity of unknown screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2014, patient underwent first revision procedure for an extension of the spinal construct only due to adjacent level disease (there was no product issue). During the procedure, the construct in situ, (a synthes urs system) pulled out, requiring depuy cfx augmented screws from t9-s1. The screws pulled out of the patient pedicles while locking off the rod into the screws¿ heads. The patient had possibly poor bone quality. Patient and surgery outcome were not reported. Concomitant parts reported: rods (part# unknown, lot# unknown, quantity: 2). This report is for unknown quantity of unknown screw. This is report 1 of 1 for com-(B)(4).